Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, during prep the physician stated there was an issue upon deployment of the smart flex, where the distal tip of the deployment system seemed to be separated from the stent when they mounted the catheter on the guidewire. There were no reported patient injuries. The smart flex wasn¿t used for the procedure.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Addendum for additional information received: the device was stored on the shelves for approximately three months. The device was stored and handled according to the instructions for use (IFU). There was no damage to the device noticed prior to the opening the package. There was no difficulty removing the device from the sterile packaging. The stent was not deployed and another stent was used. Additional procedural details were requested but are unknown. During prep of the smart flex 8 x 80 vas 120 cm the physician noted that the distal tip of the deployment system seemed to be separated from the stent when they mounted the catheter on the guidewire. There were no reported patient injuries. The smart flex was not used for the procedure. The device was stored and handled according to the instructions for use (IFU). There was no damage to the device noticed prior to the opening the package. There was no difficulty removing the device from the sterile packaging. No other information was provided. One non-sterile smart flex 8 x 80 vas 120 cm stent was received for analysis coiled inside in plastic bag. Per visual analysis, the unit was not deployed, and the hemostasis valve was received closed. There was one kinked condition found on outer body at 52 cm from distal end. The catheter's distal tip was also observed to be un-cannulated instead of catheter tip separated, as was reported. There were no other anomalies observed on device. A product history record (phr) review of lot 39951 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter tip- separated - during prep¿ was not confirmed, since during the visual analysis the catheter distal tip was observed uncannulated instead of catheter tip separated as reported. A kinked condition was noted on the outer sheath. Although a conclusive root cause could not be determined, procedural and handling factors may have contributed to these conditions. The exact cause could not be determined. Per the instructions for use, which is not intended as a mitigation, ¿after careful inspection of the pouch, looking for damage to the sterile barrier, carefully peel open the outer pouch and extract the inner pouch. Carefully peel open the inner pouch and remove the backerboard with carrier tube which holds the stent delivery system. Warning: do not use if pouch is opened or damaged. Set the backerboard with carrier tube on a flat surface. Remove the stent/delivery system from the carrier tube. Examine the device for damage. If it is suspected that the sterility has been compromised or the device is damaged do not use the device. If the distal tip is not seated in the outer sheath, loosen the tuohy borst valve on the handle and retract the pusher tube such that the distal tip will seat in the outer sheath. Tighten the tuohy borst valve by rotating the valve hub clockwise. Check to ensure that the touhy borst valve on the handle is tightened on the pusher tube.¿ neither the product evaluation nor phr review suggest that the kink condition and the catheter tip uncannulated could be related to the smart flex manufacturing process. Therefore, no corrective and preventive actions will be taken.